Event description:
A surgeon reported that a system message indicating that the second energy level ws to high, was displayed during treatment. At that time (B)(6) of the surgery was completed. The surgeon stated that he solved it by loading the treatment again and performing an energy check. After that, he performed (B)(6) of the treatment on a contact lens and the rest on the pt again. He did it immediately after the treatment. According to him, all went well, without any negative consequences for the pt. No additional info is expected.

Manufacturer narrative:
A service visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).